Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer tested on the doctor's meter and got a reading of 82 mg/dl and then she retested on her meter with 10 minutes and got a reading in the 140's mg/dl range. No adverse event alleged. Lot not provided. Strips are not available for return, as they have been discarded.